Manufacturer narrative:
D10: 300-01-11 - equi, hum stem primary, press fit 11mm: (B)(6), 310-00-44 - xs huml head, 44mm xs offset hum head: (B)(6), 300-50-45 - 4.5mm short rep plate: (B)(6), 314-13-02 - equi cage glen small, alpha: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02669. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported approximately two (2) years, six (6) months ago, a patient underwent an anatomically standard left total shoulder arthroplasty. It was reported that intraoperatively a humeral fracture of the greater tuberosity during dislocation occurred. Suture fixation was required. The patient outcome is reported as continuing. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. Please disregard this report as it was submitted in error. There has been no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, usability, reliability, safety, effectiveness, or performance of a device after it is released for distribution that would necessitate regulatory reporting activities; therefore, this complaint will be invalidated.